Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of use as well as wear and tear. The attaching feature of the reamer has scratches and knicks. The shaft of the device has enough scratches that the item and lot is no longer legible on the device. The blades also appear worn with knicks and visible damage from use. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - drill. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was dull and could not effectively ream the glenoid bone during a procedure. During intra-operative use, the device did not cut as intended, and a new instrument was introduced to complete the case. The procedure proceeded as planned without other complications. There were no consequences or impact to the patient.